Event description:
During the procedure, the subject device could not be detached. Attempts were made to retrieve it back into the microcatheter, without success. The subject device stretched and fractured. It was successfully removed together with the microcatheter. The pt was reported in good condition.